Manufacturer narrative:
Additional information: attached with this submission is a copy of the response letter sent to the FDA on 27-jul-2017 with regards to a FDA request for additional information that provides additional information and findings related to this MDR.

Manufacturer narrative:
Correction to event date now provided. Additional information: there was a reported delay to the procedure of less than 1 hour due to this issue. The standalone board was returned to the manufacturer for analysis. Issue was able to be duplicated by medtronic personnel. The board failed visual inspection. Components r20 and r21 are electrically over stressed. Unable to bench test due to over stressed component. Relay failed bench test, short between output 1 and 2. The hardware investigation found that reported event was related to electrically overstressed components.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the standalone board had an open resistor. To resolve the reported issue, the board was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, a bright flash was observed within the cabinet of the imaging system. Followed by a crackling sound and a burning smell emitting from the imaging system. The site elected to continue the procedure with the imaging system and no issues came up from this occurrence. There was no impact on patient outcome. No additional information was provided.